Event description:
It was reported that the customer was hospitalized for dka and vomiting. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The customer mentioned taht their previous set was inserted one inch away from the scar tissue. Explained the possibility of the insulin not being absorbed. Instructed the customer to be at least three inches away from any scar tissue and to check with their doctor about basal rates and recommendations for inserting in other areas. Suggested the customer to change the site and use manual injections per md protocol.